Manufacturer narrative:
Analysis of the returned sc-2218-70, serial (B)(6) revealed the leads were cleanly cut into two pieces approximately 35 and 30 centimeters respectively from the distal end of the lead, with the proximal portion of the leads having not been returned. An electrical test could not be performed due to the cut lead bodies. The cut damage to the leads is the result of a typical explant procedure and is not considered a device failure. No other anomalies were identified on the returned portion of the leads. The ipg was not returned for analysis.

Event description:
It was reported the patient experienced some loss of coverage and inefficacy of pain relief after being implanted for 12 years. The patient underwent a revision procedure where the leads and implantable pulse generator (ipg) were replaced. The patient did well postoperatively.

Event description:
It was reported the patient experienced some loss of coverage and inefficacy of pain relief after being implanted for 12 years. The patient underwent a revision procedure where the leads and implantable pulse generator (ipg) were replaced. The patient did well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred late 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6) batch: (B)(6). Product family: scs-linear leads upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).